Event description:
Discordant, falsely low sodium (na) and potassium (k) results were obtained on an advia 2400 instrument. One patient's discordant results were reported to the physician(s). The samples were rerun, and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na and k results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia 2400 instrument. The fse discovered wear on the hole the ise stirrer rotor sits, which can slow the ise mixer motor and cause poor mixing. The ise cell pot was then replaced. The cause of the discordant na and k results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.